Event description:
It was reported that "white end of kittner fell off when scrub nurse went to hand it to assistant." The piece was retrieved. No pt injury.

Manufacturer narrative:
Device is being investigated by the quality engineer. When I received the final investigation report, I will file a supplemental report.